Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The field service engineer (fse) was dispatched to the account and replaced the scc-f+ power supply which resolved the issue. The scc-f+ power supply was returned for analysis and failure analysis confirmation instructions (faci) testing revealed no burn damage; however, the power supply was not operational when tested and malfunctioned. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed smoke from the architect i2000sr analyzer power supply (B)(4) used for the system control center (scc). The scc did not power up and smoke was observed from the power supply. No injuries occurred. The power supply was changed and the system is functioning as intended. The part is being returned for investigation.